Event description:
Pain and discomfort after proact balloon adjustment. Patient returned to clinic 24 hours after the 6 week proact balloon adjustment and reported perineal pain and difficulty while sitting.the patient initially was able to urinate well and after a few hours, the urine stream was reduced to a trickle. 0.5ml was removed from left and right proact balloon.

Manufacturer narrative:
Resolved, no residual effect. Proposed term for annex-c: adverse event without conclusive finding.